Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touchscreen cracked. Customer was no longer able to get a "good picture" and the usb cable was no charging pump battery. Customer used a different cable to charge battery. There was no reported impact to customer's blood glucose. Customer continued to use pump for insulin therapy; insulin injections were available as a back-up.